Event description:
It was reported that, "pt had primary cr triathlon components where complaint was pain and rom. Revised to total stabilizer."

Manufacturer narrative:
The following other devices were listed in this report: triathlon prim tib baseplate - cemented, cat# 5520-b-300; lot unk. Triathlon # 3 cr 11mm insert, cat# unk; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and rom. An eval of the reported devices cannot be performed as the devices were retained by the pt and not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.